Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that post-op to a whipple procedure, the patient was brought back to surgery due to bleeding. The surgeon noticed excessive bleeding at staple line and corrected issue using suture. No other information available at this time. Device was discarded. Dr. (B)(6), who assisted dr. (B)(6), explained that the pt came back to the operating room with excessive bleeding but when they re-examined the pt in the operating room, no active bleeding was visible. They inspected all 4 of the staple firings and one staple line had excessive clotting attached to it. They incised the small bowel, cleaned out the clots and over sewed the staple line with suture.

Manufacturer narrative:
The event occurred (B) (6).